Manufacturer narrative:
The pump passed the delivery volume accuracy test.

Event description:
It was reported that the customer had low blood glucose. Paramedics were called three times and customer was transported to the hospital one time and the other two he was treated at home. Customer's blood glucose reading was 30 mg/dl at the time the paramedics arrived. Caller stated that the customer's insulin pump was not working correctly it was over delivering and causing the low blood glucose. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with scratched display window and cracked battery tube threads.